Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a hip revision procedure approximately 24 years post-implantation due to poly wear.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: device code - unknown; date implanted - unknown; PMA/510(k) number ¿ unknown; manufacture date ¿ unknown. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted. This report is number 2 of 2 MDR's filed for the same event (reference 1825034-2016-01410 and 01411). Product not returned.

Event description:
It was reported that the patient had a total hip arthroplasty on an unknown date approximately thirty years ago. Subsequently, the patient was revised on (B)(6) 2009 for acetabular liner wear. A second revision procedure has been indicated due to an unknown reason; however, no second revision procedure has been reported to date.